Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned to olympus and the suggested events (phenomenon 1: intermittent image on the lcd monitor; phenomenon 2: no image on the monitor; phenomenon 3: color bar is displayed on the monitor) were not confirmed, and the root cause could not be identified. The product was stated to be operating normally. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center had an intermittent liquid crystal display (lcd) screen blackout with no image. There was also a color bar on the monitor even though the camera head was connected into the video processor. The issue was found during a diagnostic laparoscopic cholecystectomy. The device was inspected before use and was noted be working properly. The procedure was completed with the same device. There were no reports of patient harm.